Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), alopecia ("lose her hair"), abdominal distension ("swollen in her abdomen") and chills ("chills "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, alopecia, abdominal distension and chills outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia and chills to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), alopecia ("lose her hair"), abdominal distension ("swollen in her abdomen") and chills ("chills "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, alopecia, abdominal distension and chills outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia and chills to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.